Event description:
The pt received his scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the pt had fallen on stairs. It was reported the pt was not injured in the fall, but did lose left-side stimulation after the incident. Fluoroscopy identified a fracture in one of the leads, approximately one inch past the anchor, where the lead entered the epidural space. The lead was replaced on (B)(6) 2011, with no other issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.